Event description:
A customer contacted beckman coulter, inc. (Bci) and reported that the waste overflowed on unicel dxh 800 coulter cellular analysis system. The operator was wearing protective equipment, and did not seek medical attention. The facility has an exposure control plan or risk management plan in place. It is unknown if the msds were reviewed. There was no death or change to patient treatment associated with this event. There was no exposure to mucous membranes or open wounds.

Manufacturer narrative:
Bci field service engineer (fse) indicated that the waste sensors # 1 and # 2 were plugged in the wrong position. Root cause was that the waste sensor lines were plugged incorrectly.